Manufacturer narrative:
Omit : b15 - analysis of data provided by user/third party.

Event description:
It was reported that there was a three (3) hour gap within infusion pump log for which the data was not collected within the time frame. Upon further follow up with the customer it was reported, the patient had an order for alprostadil 4mg/kg/min to run over three hours for a total of 60ml. The patient however received approximately 400ml as per staff review the bag was almost empty and the pump log states 463ml was infused over three hours. The patient did have complaints of headache however symptoms resolved without intervention.

Manufacturer narrative:
Omit : g02005 - circuit board, g04070 - housing, c16 - manufacturing process problem identified, d03 - cause traced to manufacturing.

Event description:
It was reported that there was a three (3) hour gap within infusion pump log for which the data was not collected within the time frame. Upon further follow up with the customer it was reported, the patient had an order for alprostadil 4mg/kg/min to run over three hours for a total of 60ml. The patient however received approximately 400ml as per staff review the bag was almost empty and the pump log states 463ml was infused over three hours. The patient did have complaints of headache however symptoms resolved without intervention.

Manufacturer narrative:
Omit: concomitant med prod data, c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was a three (3) hour gap within infusion pump log for which the data was not collected within the time frame. Upon further follow up with the customer it was reported, the patient had an order for alprostadil 4mg/kg/min to run over three hours for a total of 60ml. The patient however received approximately 400ml as per staff review the bag was almost empty and the pump log states 463ml was infused over three hours. The patient did have complaints of headache however symptoms resolved without intervention.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was a three (3) hour gap within infusion pump log for which the data was not collected within the time frame. Upon further follow up with the customer it was reported, the patient had an order for alprostadil 4mg/kg/min to run over three hours for a total of 60ml. The patient however received approximately 400ml as per staff review the bag was almost empty and the pump log states 463ml was infused over three hours. The patient did have complaints of headache however symptoms resolved without intervention.